Event description:
On (B)(6) 2010, (B)(4) technical services (cts) received a telephone call in which a customer reported an issue with one tina hemodialysis machine. The customer reported that the device had a water leak. The baxter technician notified the field service representative to go onsite to repair the device. As such, the device will not be returned to cts for evaluation. The process step and any report of patient injury or medical intervention are unknown.

Manufacturer narrative:
(B)(4). The actual tina hemodialysis machine involved in the event was evaluated at the facility and the reported condition of the device leaking was confirmed. The root cause of the reported condition was determined to be that the blood leak chamber cover was cracked. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The blood leak detector chamber cover was replaced on the device to fix the reported condition. The device was tested as per baxter operating procedures and protocols and passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It has been indicated that this event occurred during rinse mode; therefore, there was no patient connected, and no patient injury. No further information is available.